Event description:
It was reported the patient stopped charging their system, and as a result became inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Effective stimulation was restored,

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.